Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.6, lab: 3.9, physician's meter (possibly coagucheck): 3.1. Time between draws for all 3 methods: approximately 30 minutes to 1 hour. Therapeutic range: 2 to 3. Patient sometimes milks finger to obtain large blood drop. No changes in medications, but has been self adjusting coumadin since (B)(6) 2011.